Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery casing device for the battery power line device did not close. It was reported that there was a five minute delay in the procedure due to the event and an unspecified spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the case lid would not lock. The assignable root cause was determined to be component wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.